Manufacturer narrative:
The recipient reportedly did not undergo surgery on (B)(6) 2020. The recipient's cerebrospinal fluid (csf) leak resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2020 the recipient underwent surgery for additional repair attempts. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cerebrospinal fluid (csf) leak post revision surgery. On (B)(6) 2020, the recipient underwent surgery to repair the leak, however, complications continue. On (B)(6) 2020 the recipient underwent surgery for additional repair attempts.